Manufacturer narrative:
510(k) number cannot be provided as the device name/ rpn is currently unknown. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is addressing the stent damage and an additional file was created to capture the occlusion and intervention (pr (B)(4).: 3001845648-2019-00084). (B)(6) 2018 pta was performed to treat the cto in the right sfa and the stenotic lesion(details unknown for now). Zilver ptx and gore's viabahn were palced. (B)(6) 2019 follow-up exam was performed and occulusion was confirmed from right below the bifurcation of the right sfa to the pop. -for pr (B)(4). (B)(6) 2019 thrombectomy was performed with edwards lifescience's fogarty to the place where the ptx and the viabahn were placed. During the procedure, other thrombosis was confirmed beyond the stent and the user attempted to treat it with the forgarty. During the delivery of the fogarty, it got caught in the ptx and part of the ptx stent got bent. Therefore, another gore's vibahn was used to fix the bent and to press thrombosis inside the ptx to the blood vessel wall.

Manufacturer narrative:
510(k) number cannot be provided as the device name/ rpn is currently unknown. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation there are two files related to this complaint. This investigation deals with the bending of the stent during the procedure. For details of the second investigation (re-occlusion) please refer to pr (B)(4). The zisv6 device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zisv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. IFU review: there is no evidence to suggest that the customer did not follow the instructions for use. The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the user advancing a fogarty balloon through the side of the ptx stent. There is no evidence to suggest any functionality issues with the ptx stent prior to this occurrence. This occurrence is not considered a device malfunction as it is known from the information provided that the stent became bent during advancement of the fogarty balloon which occurred outside of the procedure in which the ptx stent was placed. Summary: the complaint is confirmed based on customer testimony. However, it has been confirmed from the information provided, that the ptx stent did not malfunction and only became bent as a result of the user advancing the fogarty balloon through the side of the ptx stent. This complaint will be documented as not a reject as device functionality did not cause and/or contribute to this event. The investigation will be updated should any additional information be received in the future. According to the initial reporter, an additional stent was required to straighten the bent part of the ptx stent. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report is addressing the intervention required and an additional file was created to capture the occlusion and intervention (pr (B)(4): 3001845648-2019-00084). (B)(6) 2018: pta was performed to treat the cto in the right sfa and the stenotic lesion(details unknown for now). Zilver ptx and gore's viabahn were palced. (B)(6) 2019: follow-up exam was performed and occulusion was confirmed from right below the bifurcation of the right sfa to the pop. For pr (B)(4) (B)(6) 2019: thrombectomy was performed with edwards lifescience's fogarty to the place where the ptx and the viabahn were placed. During the procedure, other thrombosis was confirmed beyond the stent and the user attempted to treat it with the forgarty. During the delivery of the fogarty, it got caught in the ptx and part of the ptx stent got bent. Therefore, another gore's vibahn was used to fix the bent and to press thrombosis inside the ptx to the blood vessel wall.

Manufacturer narrative:
510(k) number cannot be provided as the device name/ rpn is currently unknown. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is addressing the stent damage and an additional file was created to capture the occlusion and intervention ((B)(4): 3001845648-2019-00084) (B)(6) 2018 pta was performed to treat the cto in the right sfa and the stenotic lesion (details unknown for now). Zilver ptx and gore's viabahn were palced. (B)(6) 2019 follow-up exam was performed and occulusion was confirmed from right below the bifurcation of the right sfa to the pop. For (B)(4) (B)(6) 2019 thrombectomy was performed with edwards lifescience's fogarty to the place where the ptx and the viabahn were placed. During the procedure, other thrombosis was confirmed beyond the stent and the user attempted to treat it with the forgarty. During the delivery of the fogarty, it got caught in the ptx and part of the ptx stent got bent. Therefore, another gore's vibahn was used to fix the bent and to press thrombosis inside the ptx to the blood vessel wall.